Event description:
Additional information was received stating that the issue occurred prior to infusion. The cassette was filled with morphine and midazolam.

Event description:
Information received a smiths medical cadd reservoir cassette leaking inside the bag. No adverse patient events reported, as pharmacy was filling medication cassette and event occured during preparation unknown what medication was to be infused.